Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 77 devices were evaluated in the field and the issue was confirmed; 22 devices had broken/damaged components, 5 devices had missing components, 2 devices had alignment issues, 1 device had dirty components, and 47 devices had worn components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 80 </noe> malfunction events, where it was reported there was reduced brake force. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there were broken/damaged components. The device was repaired and returned.

Event description:
This report summarizes <noe> 80 </noe> malfunction events, where it was reported there was reduced brake force. There was no patient involvement.